Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "rupture" "capsular contracture, baker grade iii" "recall"

Event description:
Patient representative reported right side "pain", "swelling", "folds in the implant elastomer", "recall," "rupture" and "capsular contracture" baker grade iii. Also reported "pain in the shoulders, back, and head" and "headache" which were determined not to be device-related. The device remains implanted.